Event description:
A report was received that the patients anchor came loose. The patient underwent a revision procedure wherein an anchor was resutured in place.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5166982/5167051. Product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 359343.

Event description:
A report was received that the patients anchor came loose. The patient underwent a revision procedure wherein an anchor was resutured in place. Additional information was received that the patient had an infection. All device components were explanted and were not returned.